Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and without a device to analyze, a cause for the unintended clip movement associated with clip opening during establishing final arm angle (efaa) could not be determined. The slda however, appears to be related to patient and procedural conditions (thin leaflets and difficult visualization). The image resolution poor was related to patient and procedural conditions as difficulties with visualization due to thin leaflets was reported. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).na

Event description:
It was reported that this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 3. Visualization was difficult due to the thin leaflets. The clip was advanced and opened to more than 40 degrees during establishing final arm angle (efaa). After deployment, there was a single leaflet device attachment (slda) on the septal leaflet. A second clip was implanted to stabilize the slda clip. Tr was reduced to 1. There was no clinically significant delay in the procedure. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).